Event description:
It was reported to philips by a customer that the unit's backlight was not working. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer stated the unit's display was very dim at maximum brightness. The rse advised the customer to replace ui assembly to correct. It is unknown if any parts or repairs have been conducted about the alleged complaint. Attempts to obtain further information are currently pending.

Manufacturer narrative:
The rse advised the customer that they may need to replace the user interface (ui) assembly. Multiple attempts were made to retrieve device repair or diagnostic information, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. If additional information becomes available at a later date, a supplemental report will be submitted.